Event description:
Reported due to restenosis requiring intervention: during a coronary intervention procedure with stenting, the patient developed a perforation in the distal lad. A jostent graftmaster 3.0 x 16 was deployed in the distal lad to treat the perforation. The procedure was successful, but results of post procedure angiogram is unknwon. No device issue or adverse event was reported. In 2005, a routine 6-month follow-up coronary angiogram revealed a restenosis of the distal lad. The distal lad was 3 mm, a 75% stenosis, and there was mild vessel calcification. Reportedly, the stenosed area in the distal lad was inside the jostent graftmaster. Target lesion revascularization ("angioplasty with balloon catheter") was performed in 2005 to treat the restenosis. The procedure went well and no adverse event was reported. Coronary angiogram result post revascularization is unknown. After the procedure, some white accretion was found on the surface of the balloon used and the specimen was sent to the hospital pathology department for analysis. Findings indicated that "the accretion was different from an element of plaque and it included a small amount of calcific deposition." The major component was thought to be polyester indicating the "raw material of the graft/ptfe." As the graftmaster device contains not polyester, the physician indicated that the white accretion on the surface of the balloon did not come from the graftmaster device.